Manufacturer narrative:
Additional information was received that the patient¿s lead had migrated and it was confirmed through x-ray. The patient will undergo a lead revision for the new pain areas.

Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be replaced for an unknown reason. The lead will also be replaced, unknown if malfunction was suspected.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be replaced for an unknown reason. The lead will also be replaced, unknown if malfunction was suspected.

Manufacturer narrative:
Additional information was received that the x-ray results showed leads not covering area to allow for an optimal coverage. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be replaced for an unknown reason. The lead will also be replaced, unknown if malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient¿s lead had migrated and it was confirmed through x-ray. The patient will undergo a lead revision wherein new leads will be placed for new the pain areas. The reason for the ipg replacement is to accommodate the new leads and upgrade the system.

Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be replaced for an unknown reason. The lead will also be replaced, unknown if malfunction was suspected.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent an explant procedure and all explanted device components were disposed per facility.

Manufacturer narrative:
D6b: march 2019, additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 18389394 / 18389394.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo a pocket revision procedure wherein the ipg will be replaced for an unknown reason. The lead will also be replaced, unknown if malfunction was suspected.